Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
During an implant procedure, the pacing lead impedance was noted to be high after being placed in the septum of the right ventricle (rv). The lead position was then lowered in the rv septum but the lead impedance remained high. All other measurements were stable. The physician decided to not change the lead position and the procedure was completed with no adverse consequences for the patient.